Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was in the hosp at the time of the inappropriate event. The patient ended use of the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): initial use. Electrode belt (B)(4): 07/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was in the hosp and was alone at the time of inappropriate defibrillation event. The patient was reported to have been conscious. A review of the patient's downloaded data showed that the patient pressed the response buttons after the treatment occurred. The patient ended use of lifevest.